Manufacturer narrative:
H6: investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown.

Event description:
It was reported that the unspecified bd¿ syringe caused medication to leak out when the needle was stuck through the medication vial cap. The following information was provided by the initial reporter: "patient reporting that he was unable to draw up his full dose. Patient also reported that he tried to stick the needle through the cap again but then medication started leaking out. Patient was unable to use this vial. Product: gattex... Ae: partial dose received... Please note: no additional information available."

Event description:
It was reported that the unspecified bd¿ syringe caused medication to leak out when the needle was stuck through the medication vial cap. The following information was provided by the initial reporter: "patient reporting that he was unable to draw up his full dose. Patient also reported that he tried to stick the needle through the cap again but then medication started leaking out. Patient was unable to use this vial. Product: gattex... Ae: partial dose received... Please note: no additional information available."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.